Event description:
It was reported that a patient underwent a sling procedure on an unknown date. During the procedure, the tip broke just before coming out of the body, however, a small piece was still connected with the sheath and it did not completely detach. The piece did not fall into the patient. It remained attached to the device, but was broken. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) - trocar sheath splits/cracks/breaks. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.